Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a person was prepped for a port placement procedure using the powerport isp MRI. Prior to the procedure, it was reported that upon opening the package, preoperative flushing revealed leakage in the catheter, preventing its implantation. It was further reported that both a break and a leak were confirmed simultaneously. The procedure was completed using another device. There was no patient contact.